Event description:
It was reported that the parents stated that the child removed his right processor on saturday, (B)(6), reporting that it was uncomfortable and that it sounded like static. The patient was seen for an appointment on (B)(6) and troubleshooting attempted to alleviate the static sound by using back-up equipment and modifying the programming. This was not successful.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.